Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The measured full helix extension length was within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During follow-up, high capture threshold was observed on the right ventricular (rv) lead. Rv lead dislodgement was suspected. The lead was explanted and replaced to resolve the event and the patient was in stable condition.